Event description:
Additional information was received from the patient. The patient called back and repeated the therapy issue. They said they still have accidents; however, they said that they did increase the therapy a tiny bit about a month ago and that seemed to help. The patient said they made the adjustment as they had a few terrible weeks. The agent reviewed therapy expectations and explained that time to therapeutic benefit varies. The agent reviewed general programming guidance, including how higher settings will affect internal battery longevity. The agent reviewed the roles of patient services and the manufacturer representative (rep) role along with patient role and physician role, when to contact physician's office and when to contact the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's symptoms had been really bad this past week. The patient stated they were having a hard time connecting to their therapy app. The patient stated it took them 10 minutes to get through to the app and when they did, it showed that the internal battery was only at 39%. The patient noted the implant was supposed to last for 15 years. The patient said when they connected to their therapy app, they would get an error that said the device was not responding even if they repositioned the communicator over their implant. The patient said they did not have any traumas or falls. The patient provided the name of their healthcare provider (hcp), but they were currently in a different state for five months. An email was sent to the patient with physician listings.

Event description:
Additional information was received from the patient. The patient repeated the issue previously noted regarding seeing "device not responding message". The agent reviewed general therapy information including what the programs were. The agent reviewed repositioning the communicator when seeing device not responding message. The patient moved the communicator lower and was able to connect to the ins during the call. The patient mentioned they had a rough time the last few days trying to get connected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.